Event description:
It was reported that the device failed therapy test. There was reportedly no patient involvement. The bench tech evaluated the device and determined that the battery data to therapy cable is defective. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery data to therapy cable which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.